Manufacturer narrative:
Section h10. Corrected data. Section h4. Device manufacture date changed to mar 6, 2023. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a2, a4 and a5 - requested but not available at the time of this report. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. The review of the device history record (DHR) for the patient interface showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during laser procedure there was a suction loss while laser firing. The patient interface was used again. However, the procedure was aborted after the 2nd flap creation since multiple layers of tissue were created (noticed after the attempt of flap lifting). It was said the tissue was uneven and bumpy. The flap was put back down. Patient will decide to perform photorefractive keratectomy in the future. Unsure of visual acuity at this time .